Event description:
It was reported that the patient was referred for a lead revision due to painful stimulation and feeling discomfort when they move. The sales representative stated that the lead was implanted high on the vagus nerve. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Later, an implant card was received indicating that the patient underwent a lead replacement. The explanted lead has not been received to date. No other relevant information has been received to date.